Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode and has been symptomatic during periods of inactivity. The field representative was able to recreate the event by pacing the patient at a rate of 40ppm. However, the device was operating normally, with good threshold measurements and good sensing. The daily impedance measurements were also stable. The patient is paced at 80ppm almost 100% of the time and the lower rate limit is set to 80ppm.